Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00452 on 13-dec-2019. Siemens filed the first supplemental MDR 2432235-2019-00452_s1 on 15-jan-2020. Siemens filed the second supplemental MDR 2432235-2019-00452_s2 on 06-aug-2020. Siemens filed the third supplemental MDR 2432235-2019-00452_s2 on 16-oct-2020. Additional information (03-aug-2021): siemens reviewed the information provided and investigated the advia centaur xp instrument for an imprecision issue and background test results that were spiked high. Siemens identified a potential contamination issue based on the background test data. The cse decontaminated the instrument and identified that spikes remained on the instrument. The system verification protocol (svk) was performed and indicated acceptable instrument performance. The cse completed additional services on the instrument, and noted replacing the cuvettes to rule out potential storage contamination issues on-site. The cse verified the instrument's performance and noted that background test result data showed significant improvement following the replacement of cuvettes. Siemens performed follow-ups to verify the performance of the assays. The customer informed siemens that a precision run with thcg was performed to verify the instrument's performance. The precision data was reviewed and did not indicate any performance issue. Quality control (qc) results were within ranges, and precision data was acceptable. The instrument and assay were performing as specified. The customer evaluated the instrument data and noted that total hcg results were acceptable and satisfied with the instrument's performance. The instrument is performing as expected. No further evaluation of the device was required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that the laboratory water system was contaminated, and they stopped reporting results from the advia centaur xp instrument. Siemens dispatched a customer service engineer (cse) to the customer site. The engineer noted that decontamination was performed on 01-december-2019, and did not resolve the issue. The engineer checked the alignments of the wash stations, performed the dark count test, and no issues were noted. The aspirate and dispense wash probes were checked, and working correctly. The engineer noted that the aspirate probe at the luminometer was damaged, therefore, replaced the tubing. Siemens is investigating.

Event description:
The customer informs of (B)(6) patient and quality control (qc) results obtained on the advia centaur xp instrument. The discordant results were not reported to the physician(s). The customer informs that the same patient samples and instrument were used to perform repeat testing, and has stopped reporting results because the laboratory water system was contaminated. There are no reports of patient intervention or adverse health consequences due to the discordant patient and qc results.

Manufacturer narrative:
Siemens filed the initial MDR on 13-december-2019. Siemens filed the first supplemental MDR 2432235-2019-00452_1 on 15-january-2020. Additional information (03-june-2020): the siemens customer service engineer (cse) performed follow-up services. The cse conducted additional decontaminations. Replaced the water unit, ionizer, luminometer, and performed background diagnostic tests on the advia centaur xp instrument. The cse has monitored the instrument's performance and informed that the customer has been running verifications and no patient samples.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00452 on 13-dec-2019. Siemens filed the first supplemental MDR on 15-jan-2020. Siemens filed the second supplemental MDR 2432235-2019-00452_s2 on 06-aug-2020. Additional information (21-sep-2020): siemens is informed that the customer service engineer (cse) has decontaminated the instrument with cleaning solution and hydrogen peroxide as instructed in the service manual. The cse performed testing and noted a spike in relative light units (rlu) ranging from 1000 to 2000. The cse has performed additional services and replaced the luminometer, acid, and base pumps with bulkhead connectors, reservoirs and probes with tubings, dilutors for wash 1, power supply, 3-way valves, 2-way valves, wash and separation wash block. The cse performed testing and obtained results that are less than 1000 rlus. The cse monitored the instrument's performance and instructed the customer to run a wet/dry and wet wash1 test to compare previous results. The cse was informed that the initial run and results were acceptable, and a rerun intermittently spiked to values of 1000. The cse monitored the instrument's performance and was informed of issues with the luminometer and dark count test. The cse performed testing and noted the luminometer module was not producing light readings. The cse replaced the module, acid tubing, photo counter board and verified that background counts were between 80 and 200, but still observing intermittent spiked values between 650 and 1000+ rlus. Siemens is investigating the issue.

Manufacturer narrative:
Initial MDR (B)(4) was filed on (B)(6)2019 . Additional information (16-december-2019): the customer provided patient data. The total hcg (discordant and correct) results for patient sample ID: 17249 were added to section b6. The siemens customer service engineer performed a preventive maintenance and verified that quality controls recovered within range. The customer ran three replicates per sample for the affected assays, and no issues were noted. The customer ran a patient sample comparison with a sister lab and informed that the performance of the advia centaur xp system was acceptable. The customer reports that the testing of patient samples has resumed on the advia centaur xp system. Siemens completed the investigation and confirmed that the laboratory water system contaminated the advia centaur xp and caused the imprecision and discordant results. The instrument is confirmed to be operational, post-service visit. No further evaluation of the device is required.